Manufacturer narrative:
Relevant device(s) information updated : product ID: nim4cpb1; product description: patient interface nim4cpb1 nim 4.0; serial number: (B)(6) , UDI #: (B)(4) h6: code updated, previously submitted code fdc d16 is no longer applicable for both main device and relevant device(s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1; product description: patient interface nim4cpb1 nim 4.0; serial number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while setting up for a case the nim system displayed an error message stating the 'patient interface box is fau lted' ; rebooting the system did not resolve the issue, trying to connect the pi box both wirelessly and via wired connection and also replaced the fuses in the pi box but the issue persisted. There was no patient involvement.